Manufacturer narrative:
Philips service performed tube conditioning and adaptation and verified filament test results. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent fluoroscopy failure occurred during a coronary procedure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.